Event description:
Procedure: nephrectomy. According to the report: the customer reports that the clip of the first device did not close properly and cut the vein. A second device was used; the clip came out properly and closed, but then the instrument jammed. There was no report of bleeding, extension in or time or further tissue trauma.